Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump experienced a downstream occlusion error. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported downstream occlusion error with open line and when tested occludes at 3.18psi and does not restart, which was reproduced during evaluation. A review of the event history log identified downstream occlusion messages. The cause was determined to be a failing force sensor. The force sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.